Event description:
It was reported that during an open hepatectomy procedure, firing the device was harder than usual. The staples of the acral part were malformed. Additional suture was performed. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.